Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 7:30 am with a high blood glucose level of 300 mg/dl. The customer felt symptoms of vomiting. The customer was treated for their blood glucose with insulin drip. The issue was caused by a bent cannula. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.